Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, when the second proglide device was removed, vessel damage occurred and tissue was found on the foot. The vessel damage was repaired with the surgical suture. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported inability to remove the device and difficulty retracting the foot was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Vascular injury (tissue damage) is listed in the proglide instructions for use (IFU), as a potential adverse event. The reported inability to remove the device and difficulty retracting the foot appears to be related to a high angle of insertion during device placement. The reported patient effect of tissue damage is known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the left common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture of the proglide device did not pass through the blood vessel wall. The sutures of a second proglide device were deployed; however, the foot of the device did not retract and the proglide device could not be removed from the femoral artery. A scalpel was used to open the artery and remove the proglide device. The artery was surgically sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.